Event description:
The reporter did meter to hcp meter comparison tests. During a doctor visit, the hcp meter(type unknown) reading was 356 mg/dl. Immediately following, the reporter tested on their own meter and got a reading of 263 mg/dl. Reporter did not have any sympyoms. Control testing was not done to unavailability of supplies. On follow-up, the reporter checks the confirmation dot, and inserts strip all the way into meter. Reporter cleans the meter, and described an accurate technique of applying blood. No harm was alleged.